Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported, that during patient treatment the battery of the cardiohelp was running down to 20%. A/c voltage error alarm noted and "switched to battery supply" in alarm history. Customer attempted to change power cords and changing locations of plug but it did not work. Decided to prime up alternate system and switched patient over. (B)(4).

Manufacturer narrative:
08/30/2017 09:55 am (gmt-4:00) added by (B)(6): confirmation by the field service technician: serial number of the affected cardiohelp: (B)(4). As stated by him there is no service order existing about the complained issue. The only service order which has been found is about the restore of the unit and a repair related to tw complaint#(B)(6), dated on (B)(6) 2016. According to service order# (B)(4) the technician performed as follows: the technician performed a 2 year system restore. Complete pm and calibration. Also performed e-drive restore, full functional tests and safety tests as per the service manual. All tests passed. Field service technician believes that at that time it wasn`t known the unit had a complaint associated with the unit. The failure could not be confirmed since the failure could not be reproduced. As the failure was not reproduced most probable root cause could not be determined exactly. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).